Event description:
It was reported that a malfunction code 16 occurred, and it could not be reset. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support arranged for a replacement pump to be sent to the customer, who was instructed to use multiple daily injections (mdi) as backup therapy. The customer understood how to put the faulty pump into storage mode before returning it with a pre-paid label within 10 days.